Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. As the information on the lot number of the subject device has not been provided, omsc could not review the manufacturing history or service record of the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) informed that during an unspecified therapeutic procedure, the user facility noticed that blood flew back from an endoscope to an olympus flushing pump (ofp-2) through the subject device. It was also reported that the user facility had not replaced at end of day and reprocessed the subject device for each procedure according to the instruction but had replaced. The procedure was completed using the subject device. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.